Event description:
It was reported that there was saline leakage. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Leakage was noted at zero-stopcock area. Further examination showed that zero-stopcock was completely broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Stress marks were evident around entire bonded stopcock female luer.